Manufacturer narrative:
Correction: h3, h6 (method, results, conclusion). Additional information: (investigation results). The customer reported problem was not confirmed. The device passed all required testing and specifications, and released back to the customer. A review of the device history record for sn: (B)(6) was performed from date of manufacture 06/23/2017 to present date 10/26/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed a channel error but did not give exact error code. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed a channel error but did not give exact error code. There was no patient involvement.